Event description:
It was reported the patient had a loss of therapeutic effect. The reporter stated the patient fell over a year ago and the patient¿s therapy did not work the same after the fall. It was noted the patient was recently seen by their healthcare professional (hcp) and an x-ray was done. It was further noted the x-ray found that a lead had moved. The reporter stated the patient¿s hcp was reluctant to run a third lead on the patient¿s spine. It was noted the patient was in touch with their hcp and were working on a solution. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4). F.